Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella support, the automated impella controller (aic) displayed a ¿controller error¿ alarm. It was reported that waveforms and flows were maintained throughout the event and were not lost. The aic was exchanged successfully without complication, and normal operation was restored. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
D6a. Implantation day, month and year added. D6b. Explantation day, month and year added.